Manufacturer narrative:
A ge service representative performed an on site investigation. The power voltage for the generator was adjusted. The system was tested and operates as intended.

Event description:
The customer reported the generator is not booting up and the 2600 system is not taking x-rays. No patient injury was reported.